Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms, service code 204: belt/monitor unusable) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a shorted q10 transistor on the defibrillator pca. Additionally, the belt receptacle was pulled from the monitor enclosure, with the white and black pulse wires broken. The root cause for the shorted transistors could not be positively identified. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing frequent gong alarms and service code 204: belt/monitor unusable.